Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event of insulin flow block alarm on (B)(6) 2025 due to blockage in tubing. No further information available.